Manufacturer narrative:
Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the increased mitral regurgitation (mr) with the first clip. The initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mr with a grade of 2-3. One clip (70601u133) was implanted reducing mr to 1. On (B)(6) 2018, a second procedure was performed due to increased mr of 3-4. The cause of increased mr is unknown. The initial clip was confirmed to be stable on both leaflets and there was no chordal or leaflet damage noted. One additional clip (70601u116) was implanted, reducing the mr to 3. On (B)(6) 2018, the patient presented with increased mr due to a single leaflet device attachment (slda) with the second clip (70601u116) implanted. The anterior leaflet was damaged. On (B)(6) 2018, mitral valve replacement surgery was successfully performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. Based on the information reviewed, a definitive cause for the reported worsening mitral regurgitation (mr) could not be determined in this incident. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although, a conclusive cause for the reported patient effect of mr and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.